Manufacturer narrative:
The ventilator was investigated at the hospital by our field service engineer. It was reported that the ventilator generated technical error codes indicating disabled valves and error in the internal memory. The reported issue was solved by replacing the control printed circuit board pcb. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The received logs confirmed the reported problem at time of the event. The replaced part has not been returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and error in the internal memory. There was no patient harm. Manufacturer's ref.#: (B)(4).